Event description:
Dialysis facility technician reported 2 incidents where no fluid was removed from the patient and no alarm was noted during hemodialysis treatment using the meridian device. Technician reported that the dialysate flow was changed during treatment. Approximately 1 hour into the treatment it was noted by one of the healthcare professionals (hcp) that the meridian device had isolated the patient and that no fluid had been removed during this time. Technician relates that the patient was removed from the machine and hemodialysis treatment was completed on a different device. Technician relates that for the second incident, the hcp noted the meridian to be in isolation approximately 15 minutes into treatment. The hcp started the hemodialysis treatment over from the beginning and the patient was dialyzed to completion with no difficulties. Technician relates that for both incidents there was no patient injury or medical intervention.